Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report they have replaced the battery and electrode and their device is still having issues. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report they have replaced the battery and electrode and their device is still having issues. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the battery issue. The battery was depleted. The reported issue with the electrodes could not be verified or duplicated. The cause of the reported issue with the electrodes could not be determined. Stryker archived this device and the customer received a replacement to resolve the issue.